Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom could not be confirmed nor reproduced. The device was found in specification with respect to the reported symptom. A test library was uploaded to the device and no malfunction could be identified.

Event description:
It was reported a spectrum pump could not upload the drug library. It was also reported there was no pt injury.